Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker had a procedure and the physician mentioned that it appeared like the pacemaker was pacing but the heart was not responding. Technical services (ts) was contacted and recommended follow up. This pacemaker remains in service. No adverse patient effects were reported.